Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to a backup insulin pump for insulin therapy. Customer declined troubleshooting so no further information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.